Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's son reported via phone call that the insulin pump had a keypad anomaly. He stated that the act, up and down arrow buttons would not respond. The blood glucose at the time of the incident was unknown. No significant events leading to the issue were recalled. The customer's son also reported that the customer's blood glucose level had gone up to between 250 to 300 mg/dl and the insulin pump would not always alarm no delivery. It was stated that they would change the infusion set when blood glucose rises. Troubleshooting for high blood glucose was declined. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened act keypad dome. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. Unable to performed functional test due to keypad anomaly. Keypad connector was found closed properly during visual inspection.